Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a pump error. The customer¿s blood glucose was 12.8 mmol/l. The customer states the main arm cannot communicate with the motor arm. The customer also states keyboard on the pump was blocked. The customer had received low battery alert and changed battery again and received error alert again. The customer also states changed 2-time reservoir and set and still error occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify pump error 3 alarms due to blank display. Also, received with corroded battery tube, and moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.